Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing extreme dry mouth and a sore throat while using the device. Patient also alleged the tubing gets too hot. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging extreme dry mouth and a sore throat, tubing gets too hot related to a bipap device's sound abatement foam. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found unknown dust contaminant inside the air inlet of the blower box, on the pca, front panel, blower box cap, blower seal, rear panel, o-ring of the rear panel and bottom enclosure. Evidence of liquid ingress was observed on the blower. A keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and liquid ingress in the device and are consistent with being from an external source.